Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the defibrillation conductor was cut, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead exhibited low rv-wave measurements. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.